Event description:
A hospital in (B)(6) reported that the seal on the expiratory limb water trap of an rt205 adult breathing circuit was faulty. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to check for leak. A lot check revealed no other complaints for the lot number provided. Results: the pressure test revealed that the breathing circuit was out of specification. The water bath test showed that the leak was through the connection between the lid and bowl of the water trap. Conclusion: the rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. The hospital had stated that the fault with the water trap was found upon removing the product from the packaging. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the product was released for distribution, during transport or storage. The user instructions that accompany the rt205 adult breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in england reported that the seal on the expiratory limb water trap of an rt205 adult breathing circuit was faulty. This was found prior to patient use.